Event description:
It was reported that a balloon rupture occurred. The 90 % stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 15mm x 3.50mm wolverine coronary cutting balloon was selected for treatment. During the procedure, the balloon ruptured at 3 atm for 15 seconds upon first inflation. The device was removed normally, and the procedure was completed with a different device. There were no patient complications, and the condition of the patient post procedure was good.